Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an stenting treatment procedure, difficulty advancing occurred. As the physician advanced the 3.0x12mm promus element stent delivery system (sds) into the guide catheter the device became stuck. The sds and the guide catheter were removed together and the procedure was completed with another stent and catheter. The patient received aas and clopidogrel before the procedure and heparin during the procedure. There were no patient complications reported and the patient status is stable. However; analysis revealed that stent was damaged and the stent moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified that the stent moved proximally on the balloon so that the distal edge of the stent was 5mm from the distal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. Distal stent damage was also identified. Stent row 1 was misaligned and pushed proximally. This type of stent damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The proximal edge of the stent was slightly flared and was positioned over the proximal markerband. No kinks or bends were identified along the shaft. A product mandrel was inserted fully without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).